Manufacturer narrative:
Evaluated one open/used reservoir and transfer guard performed pre-fill reservoir test. Found transfer guard needle loose. Unable to pre-fill.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the air bubbles was coming out from the top of needle. The customer current blood glucose level was 150 mg/dl. The customer stated that there were not able to get air bubbles out. The reservoir will be returned for analysis.